Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
It was reported that an administration set was leaked from the filter component and observed the air bubble during the medication of ampicillin¿sulbactam, eventually triggered the ¿air in the line¿ error. There was patient involvement and no harm was reported.